Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A cusa excel 23khz standardtip (lot 1115963) vibration alarm after 10 minutes of use for a lobecrtomy. The settings were as follows; suction 70, irrigation 30, vibration 70. There was a 10 minute delay while replacing the tip. The patient did not incur an injury.